Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant pulsed field ablation (pfa) and watchman flx pro left atrial appendage closure (laac) procedure, a versacross for faradrive and a farawave catheter were selected for use. A trace effusion in the transverse sinus space around the appendage was noted. The patient has pulse field ablation prior to starting watchman procedure. Prior to placing the trusteer sheath, the physician was looking at the intracardiac echocardiography (ice) images of the transverse sinus fluid around the appendage and felt that it may have been a slight bit larger than baseline images. Physician monitored for a minute and decided to proceed and exchanged for the trusteer sheath however did not proceed with the procedure even though the amount of fluid did not continue to increase. The physician noted that if there was a slight increase in the transverse sinus fluid, it may have been from the cs catheter during the cardioversion portion of the ablation procedure. The patient was kept overnight and rescheduled the watchman procedure. No other interventions were performed. The device is not expected to be returned for analysis. It was further reported that nothing unusual or difficult with transseptal access was noted. No unusual pfa issues or workflow was noted. The act was therapeutic. The patient was discharged the next day without issues.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted due to the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant pulsed field ablation (pfa) and watchman flx pro left atrial appendage closure (laac) procedure, a versacross for faradrive and a farawave catheter were selected for use. A trace effusion in the transverse sinus space around the appendage was noted. The patient has pulse field ablation prior to starting watchman procedure. Prior to placing the trusteer sheath, the physician was looking at the intracardiac echocardiography (ice) images of the transverse sinus fluid around the appendage and felt that it may have been a slight bit larger than baseline images. Physician monitored for a minute and decided to proceed and exchanged for the trusteer sheath however did not proceed with the procedure even though the amount of fluid did not continue to increase. The physician noted that if there was a slight increase in the transverse sinus fluid, it may have been from the cs catheter during the cardioversion portion of the ablation procedure. The patient was kept overnight and rescheduled the watchman procedure. No other interventions were performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.